Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 49 mg/dl. Reportedly, customer delivered multiple boluses to treat a prior bg level. Customer delivered a glucagon injection in an attempt to treat bg level. Customer declined further troubleshooting with tandem technical support, and declined to provide additional information.